Manufacturer narrative:
It was reported that the tubing leaked blood at top of filter while priming. Received from the customer was one used primary set model 2477-0007 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the as-received blood set observed dried blood on the drip chamber¿s blood filter (p/n (B)(6)) cap inlet ports. No other anomalies were observed with the set. Functional testing was performed by spiking one of the primary set¿s spikes (spike 1) to a lab IV bag filled with bleach water and allowing fluid to flow through the set by gravity. Droplets were leaking from the engagement between the tubing (p/n 660134) of spike 1 to the blood filter¿s inlet port (p/n (B)(6)). No other leaks were observed throughout the set. The second spike 2 was attached to the IV lab bag and reprimed via gravity. No leaks were observed at the engagement between the tubing of spike (2) to the blood filter. Closer visual inspection under a lab microscope of the tubing observed insufficient solvent at the engagement where the tubing and drip chamber connect. A dimensional analysis was performed on the tubing p/n (B)(6). The outer diameter of the tubing was measured and observed to be within specifications of "0.158 +/-0.003" inches. A device history record could not be performed due to no lot number was provided by the customer. The customer report that the tubing leaked blood at top of filter while priming was confirmed. Functional testing observed a leak from the engagement between the tubing to the blood filter inlet port. Bd/tijuana manufacturing is aware of this issue. It has been investigated under failure investigation (fi) CAPA 540164 (dir #(B)(4).). It was determined that a number of factors can affect the retention force and cause the observed separation no lot number was provided by the customer so it is unknown if the set was manufactured prior to the implementation of corrective actions, the CAPA was closed as "effective" in mitigating this defect and bd manufacturing will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp bld180m 15d ss tubing leaked. The following information was provided by the initial reporter: material no: 2477-0007 batch(lot) no: unknown it was reported tubing leaked blood at top of filter while priming the unit of blood.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp bld180m 15d ss tubing leaked. The following information was provided by the initial reporter: material no: 2477-0007, batch(lot) no: unknown. It was reported tubing leaked blood at top of filter while priming the unit of blood.